Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has an error 5 issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient began to get the alleged error message on (B)(6) 2014 at 7am. Subsequently, the patient developed symptom described as ¿lightheaded and sweating.¿ the patient increased his dose of diabetes oral medication to manage his diabetes. There was no report of any required hcp treatment at the time of concern. During troubleshooting, the error 5 issue was resolved with training. This complaint is being reported because, the patient had symptom suggestive of hypoglycemia after the error message issue began.